Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has coil damage and stuck with stent, as part of overall visual revision. The device has the distal tip stretched and the body kinked. The overall length and the outer diameter (od) of the distal tip could not be measured due to the device condition (coil stretched). The od of middle of the device and od of the proximal section were measured and is within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the "tip exterior sheath (coating) of the wire separated". The 035/180 amplatz super stiff guidewire was advanced utilized to deliver a unspecified stent. However, during removal of the guide wire, the "tip exterior sheath (coating) of the wire separated" in the ureter or kidney. An attempt was made to retrieve the coating, which delayed the case about 45 minutes. However, it is unknown if the coating was retrieved. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "tip exterior sheath (coating) of the wire separated". The 035/180 amplatz super stiff guidewire was advanced utilized to deliver a unspecified stent. However, during removal of the guide wire, the "tip exterior sheath (coating) of the wire separated" in the ureter or kidney. An attempt was made to retrieve the coating, which delayed the case about 45 minutes. However, it is unknown if the coating was retrieved. There were no patient complications reported.